Manufacturer narrative:
The customer used ppe to clean the leak, but the instrument continued to leak. A field service engineer (fse) went on-site (B)(4) 2011 and found a line on ratio pump had popped off and was getting caught and pinched in the ise drawer. Fse removed and rerouted the tube which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the hydro pan in the unicel dxc 600 synchron clinical system was leaking under bulk reagents. No injury was reported and no erroneous results were generated.